Manufacturer narrative:
The tip of the instrument is twisted, but not broken as reported. A replacement part was shipped to the site (B)(4) 2012.

Event description:
A medtronic representative reported that when using the powerease the torque made the tip of the driver break. They took out the screw and put a new one in. There was no negative impact to the patient reported.